Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy and irregular bleeding"), crohn's disease ("gastrointestinal or digestive system condition type: crohn's disease") and impaired gastric emptying ("gastroparesis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastroesophageal reflux disease, cholecystectomy and pelvic infection. Previously administered products included for an unreported indication: mirena. Concurrent conditions included post coital bleeding, bloating, abdominal discomfort, heartburn, uterine fibroids, adenomyosis, uterine bleeding, inguinal hernia and cough. On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), alopecia ("hair loss"), migraine ("migraines") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), impaired gastric emptying (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis") with vaginal discharge, enteritis ("ileitis"), dyspepsia ("dyspepsia"), gastritis ("probable gastritis"), constipation ("constipation"), groin pain ("crotch pain ") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, crohn's disease, impaired gastric emptying, back pain, alopecia, migraine, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, enteritis, dyspepsia, gastritis, constipation, groin pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, constipation, crohn's disease, dyspareunia, dyspepsia, enteritis, gastritis, genital haemorrhage, groin pain, impaired gastric emptying, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: (B)(6) 2015: CT abd: there is mild diffuse hepatic steatosis. Bilateral essure markers are in place. Several small uterine fibroids are noted. There is a small umbilical fatty hernia. Mild scattered vascular calcifications are present in the aorta. (B)(6) 2010: hysterosalpingogram: satisfactory placement of bilateral essure devices with occlusion of both tubes. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet & medical record received. Events abdominal pain upper, constipation, crohn's disease, dyspareunia, dyspepsia, enteritis, gastritis, groin pain, impaired gastric emptying, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection are added. Lab data updated. Historical, concomitant conditions & drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy and irregular bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), crohn's disease ("gastrointestinal or digestive system condition type: crohn's disease/ gastrointestinal disorder or digestive system condition") and impaired gastric emptying ("gastroparesis") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastroesophageal reflux disease, cholecystectomy and pelvic infection. Previously administered products included for an unreported indication: mirena. Concurrent conditions included post coital bleeding, bloating, abdominal discomfort, heartburn, uterine fibroids, adenomyosis, uterine bleeding, inguinal hernia and cough. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 9 months 9 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and crohn's disease (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis") with vaginal discharge. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), alopecia ("hair loss"), migraine ("migraines") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), impaired gastric emptying (seriousness criterion medically significant), enteritis ("ileitis"), dyspepsia ("dyspepsia"), gastritis ("probable gastritis"), constipation ("constipation"), groin pain ("crotch pain ") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, uterine haemorrhage, crohn's disease, impaired gastric emptying, back pain, alopecia, migraine, dyspareunia, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, enteritis, dyspepsia, gastritis, constipation, groin pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, constipation, crohn's disease, dyspareunia, dyspepsia, enteritis, gastritis, genital haemorrhage, groin pain, impaired gastric emptying, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she was advised to seriously consider either endometrial ablation or vaginal hysterectomy to treat abnormal uterine bleeding diagnostic results: (B)(6) 2015: CT abd: there is mild diffuse hepatic steatosis. Bilateral essure markers are in place. Several small uterine fibroids are noted. There is a small umbilical fatty hernia. Mild scattered vascular calcifications are present in the aorta. (B)(6) 2010: hysterosalpingogram: satisfactory placement of bilateral essure devices with occlusion of both tubes. Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received : event abnormal uterine bleeding added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), abdominal pain ('abdominal pain'), crohn's disease ('gastrointestinal or digestive system condition type: crohn's disease/ gastrointestinal disorder or digestive system condition') and impaired gastric emptying ('gastroparesis') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroesophageal reflux disease, cholecystectomy and pelvic infection. Previously administered products included for an unreported indication: mirena. Concurrent conditions included post coital bleeding, bloating, abdominal discomfort, heartburn, uterine fibroids, adenomyosis, uterine bleeding, inguinal hernia and cough. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), 9 months 9 days after insertion of essure. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and crohn's disease (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis") with vaginal discharge. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), back pain ("back pain"), alopecia ("hair loss"), migraine ("migraines") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced impaired gastric emptying (seriousness criterion medically significant), abnormal uterine bleeding ("abnormal uterine bleeding"), enteritis ("ileitis"), dyspepsia ("dyspepsia"), gastritis ("probable gastritis"), constipation ("constipation"), groin pain ("crotch pain ") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, crohn's disease, impaired gastric emptying, abnormal uterine bleeding, genital haemorrhage, back pain, alopecia, migraine, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, vaginal infection, enteritis, dyspepsia, gastritis, constipation, groin pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, abnormal uterine bleeding, alopecia, back pain, constipation, crohn's disease, dyspareunia, dyspepsia, enteritis, gastritis, genital haemorrhage, groin pain, heavy menstrual bleeding, impaired gastric emptying, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she was advised to seriously consider either endometrial ablation or vaginal hysterectomy to treat abnormal uterine bleeding. Into each ostium was placed the ssure coiled device leaving 3 to 5 coils. Diagnostic results: (B)(6) 2015: CT abd: there is mild diffuse hepatic steatosis. Bilateral essure markers are in place. Several small uterine fibroids are noted. There is a small umbilical fatty hernia. Mild scattered vascular calcifications are present in the aorta. (B)(6) 2010: hysterosalpingogram: satisfactory placement of bilateral essure devices with occlusion of both tubes. Most recent follow-up information incorporated above includes: on 4-may-2021: medical record received. Reporters information and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), alopecia ("hair loss"), migraine ("migraines") and dyspareunia ("dyspareunia"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms on (B)(6) 2015). At the time of the report, the abdominal pain, genital haemorrhage, back pain, alopecia, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, genital haemorrhage and migraine to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.